Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated "xdcr fault" (transducer fault), "high pip" (high peak inspiratory pressure) and "low ve" (low minute volume) alarms; exhl diff (exhalation differential pressure test) failed. The unit was not in use on a patient when the event occurred. There was no report of patient involvement associated with the event received by carefusion.

Manufacturer narrative:
Results of investigation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis laboratory. The component was installed on a known good unit and tested. The reported problem of xdcr (transducer) fault was duplicated and isolated to a faulty pressure transducer. This is being addressed through an internal investigation.